Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a ground bond failed performance to meet specification.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR

Manufacturer narrative:
(B)(4). The device failed the homechoice rite (return instrument test / evaluation) electrical ground bond test. The product analysis lab (pal) evaluated the device. Power to the device was cycled several times with no problems encountered. An internal inspection revealed no issues. A continuity check between the power entry module and door post ground measured out of specification. This was resolved after tightening the setscrew on the door post. Based on the information obtained during baxter's investigation, this incident was determined to be due to a loose setscrew on the door post. A review of the device's service history record revealed no issues that could have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.